Event description:
A csf leak as reported causing golf-ball sized hygroma in the patient¿s back was reported. The csf leak was on going since (B)(6) 2014. The csf accumulated in the patient¿s back a causing golf-ball sized hygroma in the patient¿s back. The hygroma would fill up and go down and they were hoping it would resolve. They tried an abdominal binder without success. Per the reporter it had gotten worse over time. They x-rayed the catheter (because originally they thought it might be a catheter migration) but it is "impossible" to see although they were able to identify catheter tip at t9 which is consistent with initial implant level. The day of the report they were planning a catheter revision. Per the reporter they were unsure whether they would leave the existing spinal portion in place and ligate it and place a different catheter or they may try to repair the dura and continue to use the existing catheter. The surgeon would decide intraoperatively. The patient reported sometimes getting a headache but nothing severe and no pain relief. The pump was used to deliver fentanyl. Additional information later reported the catheter was replaced and repaired the leaking area where the previous catheter was. The patient was indicated as doing well no adverse events.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).